Manufacturer narrative:
Additional information: b5 - describe event or problem.

Event description:
Practice development manager reported patient received coolsculpting elite treatment on (B)(6) 2026 to the outer thigh with a curve 150 applicator and was presented with redness, blister and cold burn post treatment.

Event description:
Practice development manager reported patient received coolsculpting elite treatment to the outer thigh with a curve 150 applicator and was presented with redness, blister and cold burn post treatment.

Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation. A supplemental report will be submitted if and when additional information is obtained.